Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device: please clarify the additional information: the handle stayed jammed. Does this mean that the device was closed and would not open? Was the device on tissue? If yes : how was the device removed from the tissue? Did the device fire clips and then jammed? Was there any patient consequence? If yes: please explain how was the patient consequence resolved? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device did not work. The handled stayed jammed. It is unknown how the procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # t92l3z. Investigation summary: the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to be fed into the jaws. In addition, 20 clips were found remaining inside the clip track. The damage on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.